Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and the breath delivery (bd) pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had a blank screen. The customer reported that, the ventilator appeared to be ventilating the patient due to the observed chest rise on the patient. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was placed on an alternate ventilator. The patient subsequently passed away after being placed on the alternate ventilator. It was reported that, the ventilator is not suspected as contributing to the patient demise.